Event description:
A us distributor contacted zoll to report that battery pack sn (B)(4) was defective.

Manufacturer narrative:
Device evaluation summary. Device evaluation of battery pack sn (B)(4) is complete. The reported problem (defective battery) was confirmed. As received, the battery pack would not power a monitor or charge. Upon evaluation, the pca board and cells were damaged. The cause of the battery pack's inability to power on a monitor is the damaged pca and cells. The cause of the damaged pca and cells was isolated to liquid contamination. The root cause of the contamination could not be positively identified but was likely ingress of an unknown contaminant. No adverse event resulted from the defective battery pack.